Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a closurefast radiofrequency treatment performed sometime in (B)(6) 2018 on the gsv (great saphenous vein). 5 months later, the patient presented with acute thrombophlebitis and needed the gsv excised. It was reported that the excision went well and the patient is doing fine.